Event description:
New information received noted that both the right atrial and right ventricular leads were explanted and replaced due to noise electrograms. The patient was in stable condition.

Manufacturer narrative:
Analysis found that a complete lead was returned in three pieces: the connector portion measured to be 8.0 cm, and middle portion measured to be 2.8 cm, and the distal portion measured to be 51.0 cm (stretched). The reported event of noise was confirmed. Visual inspection of the lead found external abrasion breaching the outer insulation exposing the outer coil which is consistent with friction to the device can. The cause of the reported event was isolated to external abrasion exposing the outer coil caused by friction to the device can. All other damage noted on the lead is consistent with procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-18586. It was reported that the patient presented in clinic for follow-up. Upon interrogation it was noted that the right atrial and right ventricular lead exhibited noise; noise was not reproducible. The patient will continue to be monitored. The patient was in stable condition.